Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 1 of 2 reports of skin reaction in which each event has similar details and treatment but occurred on two different sensors. Please see related records (B)(4).

Event description:
Dexcom was made aware on 10/29/2024, that on (B)(6) 2024, the patient experienced a skin reaction. Date of event is an approximation. The patient experienced a skin reaction with rash covering an unknown part of the skin. The report was sent by a healthcare provider (hcp) who stated that the patient was sensitized to the adhesive and was having symptoms related to typical contact allergic eczema. According to the hcp the patient had a proven allergy for rosin-related substances and for isobornyl acrylate (iboa). No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.